Manufacturer narrative:
Additional information received indicated that the patient¿s symptoms that required the hospitalization were unknown. The residual stenosis noted after the patient¿s index procedure was unknown. The patient¿s post-index procedure medical regimen was unknown. The percent of restenosis noted upon re-admission was unknown. No procedural details were available in regards to the treatment of the restenosis. No additional information is available. The report indicated that the patient was enrolled in a clinical study. The patient had a 120/150 smart sfa 7 x 150 stent successfully implanted during the study index procedure without any issue. The target lesion was at the proximal portion of the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, mildly calcified and tortuous. Approximately twenty one months after the study index procedure, the patient came to the hospital for (unspecified) symptoms of the lower limb. Restenosis was found under echo and contrast enhanced. The lesion was treated by target lesion revascularization (tlr). The patient was reported to have recovered one month later. Additional information received indicated that the patient¿s symptoms that required the hospitalization were unknown. The residual stenosis noted after the patient¿s index procedure was unknown. The patient¿s post-index procedure medical regimen was unknown. The percent of restenosis noted upon re-admission was unknown. No procedural details were available in regards to the treatment of the restenosis. No additional information is available. The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15849814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting peripheral artery/vascular stents and is often associated with the progression of peripheral artery/vascular disease. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Target lesion/vessel factors: chronic total occlusion (cto), calcified and tortuous lesion, may have contributed to the reported event. However, without additional information, it is not possible to determine what factors may have contributed to this event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Review of lot 15849814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6). The patient had a 120/150 smart sfa 7 x 150 stent successfully implanted during the study index procedure without any issue. The target lesion was at the proximal portion of the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, mildly calcified and tortuous. Approximately twenty one months after the study index procedure, the patient came to the hospital for (unspecified) symptoms of the lower limb. Restenosis was found under echo and contrast enhanced. The lesion was treated by target lesion revascularization (tlr). The patient was reported to have recovered one month later. Additional information has been requested.